Event description:
It was reported, that the patient's pulse generator, right ventricular (rv) and left ventricular (lv) leads had unspecified malfunctions. The rv lead and the lv lead were explanted and replaced. Patient status was unknown.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported event was dysfunction of the coronary sinus lead. As received, a complete lead was returned for analysis. The visual and x-ray examination of the lead was normal except for the damage found consistent with procedure damage. Electrical testing was also normal. S-curve height of the lead was measured within specification.